Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having an allergic reaction to the device that was inside of them. Patient stated they got the device placed on tuesday and have had issues ever since. Patient reported redness around the incision site and complete hives surrounding both areas that have not gone away. Patient described itchy hives, bumps all over the one area and the other area is like hard lumps like dermatitis and it was warm in that area. The patient was redirected to their healthcare providerto further address the issue.